Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, moderate to severe paravalvular leak (pvl) was reported following the valve implant due to severe annular calcification. A post balloon aortic valvuloplasty (bav) was performed using a 28 millimeter (mm) non-medtronic balloon. The bav was attempted twice with no improvement in the pvl. The physician decided to implant a second transcatheter bioprosthetic valve inside the first valve. No additional adverse patient effects were reported.